Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a cardioversion on (B)(6) 2018 for atrial arrhythmia, became dizzy, fell and hit their head, and was hospitalized at that time. Upon device inspection, it was noted that the pulse generator exhibited far r-wave oversensing that was causing inappropriate auto mode switch events. It was noted that the patient's device had been reprogrammed at a different clinic but patient was still having short runs of auto mode switch events caused by far r-wave oversensing when patient was in atrial fibrillation. Patient presented for device check on (B)(6) 2018 and the issue was still present. Programming changes were discussed. No further information was reported.

Event description:
New information received stated that the suggested programming changes were made. The patient's condition remained critical.